Event description:
It was reported to st jude medical that the pt was in v-fib and coded and the ICD did not deliver therapy. The pt had to be externally rescued. Faxed electrograms showed >255 aborted therapies and noise. The ICD was turned off and will be explanted at a later date. It was reported to st jude medical that the pt expired on the next day.